Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately .350" x .084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. The complaint regarding instrument could not be identified, was confirmed by failure analysis. The probable root cause is attributed to use conditions. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.